Manufacturer narrative:
When troubleshooting the issue service observed the fitting kit, trigger_pre-trigger was broken on the architect i1000sr, serial (B)(6). Service replaced the fitting kit, trigger_pre-trigger (rohs) thus resolving the issue. The service history of the (B)(6) found no additional falsely false elevated stat high sensitive troponin-I results were reported post the current event was identified. A review of trending data associated with the fitting kit, trigger_pre-trigger (rohs) did not identify an increase in complaint activity. A review of complaint and trending data for the architect i1000sr, serial (B)(6) did not identify any similar issues for with regards to the current issue. A device history record did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the architect i1000sr serial (B)(6) or the fitting kit, trigger_pre-trigger (rohs) were identified.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result generated on the architect i1000sr instrument. The following data was provided (customer¿s normal reference range: 0.00-0.07 ng/ml): sid (B)(6): initial result = 0.108 ng/ml. Repeat on same analyzer = 0.068 ng/ml. Repeat on another analyzer (sn (B)(6)) = 0.018 / 0.016 ng/ml. The positive troponin-I result was not reported to the patient¿s chart. The troponin-I test was an add on and the sample was sitting for 3 hours prior to testing. The customer inspected the instrument and discovered the pre-trigger and trigger solution volume was below 20%. The customer while changing the pre-trigger and trigger solution bottles, the opaque connector tubing broke off. There was no impact to patient management reported.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result generated on the architect i1000sr instrument. The following data was provided (customer¿s normal reference range: 0.00-0.07 ng/ml): sid (B)(6): initial result = 0.108 ng/ml. Repeat on same analyzer = 0.068 ng/ml. Repeat on another analyzer (sn (B)(6) = 0.018 / 0.016 ng/ml. The positive troponin-I result was not reported to the patient¿s chart. The troponin-I test was an add on and the sample was sitting for 3 hours prior to testing. The customer inspected the instrument and discovered the pre-trigger and trigger solution volume was below 20%. The customer while changing the pre-trigger and trigger solution bottles, the opaque connector tubing broke off. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1- patient identifier: (B)(6) (complete sample ID as the characters exceeded the allowable number in the field) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated d10 - concomitant product - arc troponin hs rgt 100, 02r98-25, 93900un24.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result generated on the architect i1000sr instrument. The following data was provided (customer¿s normal reference range: 0.00-0.07 ng/ml): sid (B)(6): initial result = 0.108 ng/ml. Repeat on same analyzer = 0.068 ng/ml. Repeat on another analyzer (sn (B)(6)) = 0.018 / 0.016 ng/ml. The positive troponin-I result was not reported to the patient¿s chart. The troponin-I test was an add on and the sample was sitting for 3 hours prior to testing. The customer inspected the instrument and discovered the pre-trigger and trigger solution volume was below 20%. The customer while changing the pre-trigger and trigger solution bottles, the opaque connector tubing broke off. There was no impact to patient management reported.